Event description:
A customer contacted beckman coulter inc. (Bci) stating liquid leaked from a reagent probe onto the cover. No injury was reported.

Manufacturer narrative:
The investigation for this event is ongoing.